Event description:
It was reported that during implantation, both the hv and pacing lead impedances measured under the lower limit. Impedance measurements were normal when leads were tested with the system analyzer. The device was not implanted. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported impedance anomaly was confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the impedance anomaly could not be determined.